Event description:
New info received stated that lead noise leading to pacing inhibition. Patient was stable.

Event description:
It was reported that right ventricular (rv) lead exhibited low impedance and noise. The noise was reproducible and sensitivity was adjusted.